Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom (system error 322), determined to be caused by a failed lower link switch. The lower auxiliary assembly, which contains the failed lower link switch, was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a spectrum infusion pump alarmed system error 322. It was also reported that there was no patient injury.